Event description:
It was reported that one of the leads had high impedances and the patient no longer had adequate pain relief on the left side. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.